Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a medications order was not crossing to station. The customer stated that there was a delay in dispensing medication to a patient and nurse was able to remove medication by overriding it. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the order was not processing to the es server/station due to an incorrect rxc.1 code. A technical support specialist identified that the epic was sending a "8" instead of the expected "b" for sodium chloride (e106662). A fix was implemented in production to convert "8" to "b" automatically. Since the patient has been discharged, the customer confirmed they would not be able to verify the fix until a new order processed, which may take several weeks or months. The case was closed with the understanding that a new ticket would be opened and referenced if the issue reoccurs with a future famotidine order.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a medications order was not crossing to station. The customer stated that there was a delay in dispensing medication to a patient and nurse was able to remove medication by overriding it. There were no adverse events or injuries reported based on this event.